Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported that the blood test will not start after the sample was applied on their freestyle freedom meter. As a result, the customer experienced tiredness and went to a healthcare facility. The customer was diagnosed with severe hyperglycemia and treated with insulin. The customer also reported taking their prescription medication. There was no report of death or permanent impairment associated with this event.